Event description:
The customer stated that there was a calibration failure of axsym rubella igg reagent since the reagent lot#57577m200 was used with the new calibrator. An error code of 1111 (master calibrator 1 too high) and error code of 1001 (calibration check failure, a/b ratio too high). The customer stated that there is nothing out of the ordinary in the message history log and the maintenance is up to date. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.